Event description:
A device was returned for product analysis after being explanted and replaced for low battery/neos = yes. Product analysis confirmed that the elective replacement indicator (eri) flag was set. An open can measurement of the battery voltage confirmed that the eri flag had been properly set; the device was operating at low battery voltage. The low battery condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The pulse generator did not operate within designed limits for backup capacitors. The positive backup to can capacitor measurement requirement did not comply with test specification limits. Analysis on the test bench determined that only the negative backup to can capacitor's "capacitance value" was out-of-specification and that the positive backup to can capacitor's waveform measurement on the automated final test was skewed by the "considered open" negative backup to can capacitor. It is suspected that the negative backup to can capacitor was not electrically attached to the feedthru wire (causing the "considered open" condition). After the negative backup to can capacitor was bridged with a 1700 pf capacitor the device met the functional specifications. With the exceptions of the parameters that are associated with a low battery condition and the positive backup to can capacitor measurement, the device performed according to functional specifications.